Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Mdron 03-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 584 mg/dl after the device failed to pair during setup. The user reverted to backup insulin therapy and glucose levels returned to range. No outside medical intervention was required.